Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('cramping') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), autoimmune disorder ("autoimmune disorder"), anaemia ("anemic") and endometriosis ("endometriosis"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6)2016. At the time of the report, the abdominal pain lower, autoimmune disorder, anaemia and endometriosis outcome was unknown. The reporter considered abdominal pain lower, anaemia, autoimmune disorder and endometriosis to be related to essure. Concerning the injuries reported in this case, the following one was described in patient¿s social media: medical device removal, anaemia and endometriosis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on(B)(6)2020: plaintiff fact sheet received :event cramping and autoimmune disorder were added. Reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('surgery') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced anaemia ("anemic") and endometriosis ("endometriosis"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2016. At the time of the report, the medical device removal, anaemia and endometriosis outcome was unknown. The reporter considered anaemia, endometriosis and medical device removal to be related to essure. Concerning the injuries reported in this case, the following one was described in patient¿s social media: medical device removal, anaemia and endometriosis. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('surgery') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced anaemia ("anemic") and endometriosis ("endometriosis"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2016. At the time of the report, the medical device removal, anaemia and endometriosis outcome was unknown. The reporter considered anaemia, endometriosis and medical device removal to be related to essure. Concerning the injuries reported in this case, the following one was described in patient¿s social media: medical device removal, anaemia and endometriosis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-dec-2019: quality safety evaluation of ptc. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.